Manufacturer narrative:
The pace/sense portion of this lead was capped and replaced on (B)(6) 2019. The shocking portion remains actively implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The pace/sense portion of this lead was capped and replaced on (B)(6) 2019. The shocking portion remains actively implanted. (B)(6) 2019 - correction - all of the lead was capped and replaced on (B)(6) 2019. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Oversensing of lead noise led to inappropriate therapy. The lead remains implanted. Should additional information be received, this file will be updated.